Event description:
It was reported that the device had long charge time and an elective replacement indicator which the physician suspects is early battery depletion. The device is still in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.